Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the dual shaft at the hypotube transition was kinked due to the coiled receipt condition. The capsule was damaged. One stopcock remained attached to one purge tube. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. Several kinks were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. A minor kink observed proximal to the radiopaque marker band appeared to be associated with loading. Tiny gouge marks on the distal tip of the capsule are consistent with misalignment during loading. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The physician stated the cause of death was aortic rupture due to dissection of the aorta, caused by the device interaction with the patient anatomy. The physician reported this was a small woman with a small aorta and an acute bend in the aorta which made this very difficult anatomy to maneuver. Based on the information currently available the most likely root cause is procedural-related due to the interaction of the delivery system with a small and highly angulated aorta.

Event description:
Medtronic received information that a patient died during the implant of a transcatheter bioprosthetic heart valve after experiencing a dissected thoracic aorta which led to an ascending aorta perforation. Cardiopulmonary resuscitation, defibrillation therapies and blood transfusion were administered in an unsuccessful attempt to save the patient. It was reported that the dissection occurred after the capsule of this delivery catheter system (dcs) became misshapen when the dcs¿s nose cone stretched forward from the capsule as the loaded valve was being advanced over the aortic arch.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.